Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the intensive care unit. After placing the catheter and attaching the injection cap, the catheter began to leak where the cap connects to the catheter hub. As a result, the catheter was exchanged for a new one. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a single-lumen midline catheter and a needle free connector. The catheter body was cut off at the 7 cm mark. The returned components appeared typical and no defects or damage could be found. However, the luer taper of the catheter was found to be oversized through gage testing. Functional leak testing was performed and a continuous stream of water drops were observed between the catheter and injection site when 10 psi of pressure was applied and continued throughout the test. The same leak test was performed on the catheter with the injection site removed with no leaks or droplets observed. A device history record review was performed and did not reveal any manufacturing related issues. Based on these findings, the probable cause of a leak between the catheter luer hub and the needle free connector is manufacturing related. Further investigation has been initiated at the manufacturing site.